Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis did not identify any breaks along the fiber body. However, analysis identified burn marks on the connector face. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. The reported cracking sound is indicative of blast shield damage. It is likely that the interaction between the blast shield and fiber may have led to overheating, causing the burning on the connector face.

Event description:
It was reported that three fibers broke during the procedure. Analysis of the returned fiber did not identify any fiber break. The procedure was completed with another device. There were no patient complications. This complaint refers to the second fiber.

Event description:
It was reported that three fibers broke during the procedure. The procedure was completed with another device. There were no patient complications. This complaint refers to the second fiber.